Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that, last night when the patient went to bed, the infusion set's tubing detached at the tubing connector and noticed it when the patient woke up. The site location was patient's left abdomen and the pump was in the left side. Moreover, the infusion was not used for more than two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, patient's blood glucose level was 280 mg/dl. No further information available.